Manufacturer narrative:
(B)(4). Analysis of the pump ngv416158h revealed a high resistance pump battery.

Event description:
It was reported that the pump was explanted and replaced on (B)(6) 2014 due to elective replacement indicator (eri). There were no indications of abnormal eri. No patient symptoms were reported. Patient outcome was not provided. The device system delivered morphine, bupivacaine and baclofen.